Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. (B)(4) device was received for evaluation; the event was duplicated during testing. The device was found to be affected by broken down lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device overheated. There was no known patient involvement; no known patient impact.